Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 21 events were previously reported during the reporting quarter; however:   1 event was reported in error. 20 previously reported events are included in this follow-up record. Product return status 13 devices were received. 7 device investigation types have not yet been determined.

Event description:
This report summarizes 20 malfunction events in which the device reportedly overheated. 20 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: b5, h1020 previously reported events are included in this follow-up record.product return status15 devices were received.5 devices were not available for evaluation.

Event description:
This report summarizes 20 malfunction events in which the device reportedly overheated. - 20 events had no patient involvement; no patient impact.

Event description:
This report summarizes 20 malfunction events in which the device reportedly overheated. - 20 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 20 previously reported events are included in this follow-up record. Product return status: 15 devices were received. 2 devices were not available for evaluation. 3 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 21 events were reported for this quarter. Product return status: 8 devices were received. 13 device investigation types have not yet been determined. Event confirmation status: 8 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by internal corrosion. 3 devices were found to be affected by lubrication breakdown. Additional information: 21 devices were not labeled for single-use. 21 devices were not reprocessed or reused.

Event description:
This report summarizes 21 malfunction events in which the device reportedly overheated. 21 events had no patient involvement; no patient impact.